Event description:
After removal of aortic cross clamp, it was noticed that blood had begun to pool on the floor under the oxygenator. Blood appeared to leaking from venous inlet. Staff tie-banded tubing connection and the leaking stopped. Estimated blood loss was approximately 30cc. Staff examined tubing connection to venous inlet; no cracks were found, tubing and connector appeared normal.